Event description:
Patient's medport was leaking. Radiology did a medport check with dye and found that the medport device was actually leaking. The next day the patient's medport was removed and replaced with another.